Event description:
The customer reported on (B)(6) 2020 at 18:34:12, their mp70 intellivue patient monitor showed an ECG flat line, but the monitor failed to alarm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.